Event description:
It was reported that the leads were implanted ¿ok.¿ after two days, the patient experienced superficial frontal hemorrhage. The patient subsequently underwent surgery. It was stated that the patient was okay at the time of the report and was undergoing rehabilitation. The leads remained implanted. Approximately a week later, it was reported that the root cause for the hemorrhage was unknown. The surgery was to ¿remove and stop the hemorrhaging.¿ the patient was doing ¿quite well¿ with rehabilitation but was still without therapy.

Event description:
Additional information was received which reported that the patient was implanted with an implantable neurostimulator (ins) and extensions on (B)(6) 2014 and was doing well. The following day, it was reported that the ins was not implanted at the time of the hemorrhaging; only the leads were implanted.

Manufacturer narrative:
Concomitant products: product ID 34680, lot # 203314, product type accessory; product ID fc1020, lot # 203725, product type accessory; product ID 924256, lot # 082226713a, implanted: (B)(6) 2014, product type accessory; product ID 3389-28, lot # 0207763086, implanted: (B)(6) 2014, product type lead; product ID 3550-05, lot # 0207756555, implanted: (B)(6) 2014, product type accessory; product ID 3550-05, lot # 0207756556, implanted: (B)(6) 2014, product type accessory; product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator; product ID 3389-28, lot # 0207763086, implanted: (B)(6) 2014, product type lead. (B)(4).